Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced twelve infusion sets issues on (B)(6) 2025 due to the infusion set was not going under the skin. The infusion sets had been in use for only a few hours. The patient's blood glucose level was high and was treated with a correction bolus via multiple daily injections (mdi). No further information available.